Manufacturer narrative:
The account found fluid passing by the CPR valve. The account cleaned the CPR valve to repair the bed.

Event description:
Info received indicates the head section is drifting down very slowly.